Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On or about (B)(6) 2004 a sparc sling was implanted. In (B)(6) 2011 the pt's, "gynecologist discovered that the sparc was protruding through the vaginal wall. As a result of the sparc protruding through the vaginal wall. "On or about (B)(6) 2011." The pt "underwent a surgical procedure to have the sparc removed."